Event description:
It was reported during the implant procedure that after replacing the lead 4 times during implant due to bad sensing, the helix seemed blocked - it wouldn't work anymore. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found, however, a visual inspection showed that all conductors were cut, the inner tube was cut, the outer insulation was breached/cut as was the outer tubing overlay.